Event description:
I had the gynecare tvt done for stress incontinence in 2008. My left leg and groin, and left lower abdomen. Have never been the same. I had additional surgery for hysterectomy in 2009, where they found that bladder had dropped, and did urethra repair. I am now seeing a neurologist that states I have nerve damage possibly caused by the implant, and am facing additional surgeries. My left foot has started to turn in due to giving of left leg. Constant urinary problems. Please do not have this surgery. In 2008, antibiotic given for uti, removal of gall bladder. In 2009 - a&p with hysterectomy, numerous visits to bone & joint clinic.